Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Mylife omnipod insulin management system ¿ user guide: model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient went to the emergency room for hyperglycemia, difficulty breathing, and a blood clot on the lung. The patient's blood glucose levels were unknown and their ketone levels were 4.3 mmol/l. Treatment provided included intravenous fluids and anticoagulants. A corrections bolus was administered using a pod to treat the hyperglycemia. The patient was also provided apixaban to take 10 mg for 4 to 7 hours then 5 mg for 6 to 12 hours. The patient did not notice anything unusual regarding the pod and it was discarded by the hospital.